Event description:
No additional information received. Material#: 302832, batch#: unknown. It was reported by the customer that the syringe was connected to a stopcock and blood tubing for a stem cell infusion. This set up is intended to be a closed system that prevents loss of the stem cells and allow for manual control of the rate of infusion. During the last bag, the rn noticed that the infusion product had leaked past the black seal of the syringe, so fluid was caught in between the black seal and the next clear plastic seal. This prevented the cells from being administered or retrieved. Additionally 1-2 drops of fluid leaked beyond the clear plastic. This was further prevented by hold the syringe upright. Verbatim: the syringe was connected to a stopcock and blood tubing for a stem cell infusion. This set up is intended to be a closed system that prevents loss of the stem cells and allow for manual control of the rate of infusion. During the last bag, the rn noticed that the infusion product had leaked past the black seal of the syringe, so fluid was caught in between the black seal and the next clear plastic seal. This prevented the cells from being administered or retrieved. Additionally 1-2 drops of fluid leaked beyond the clear plastic. This was further prevented by hold the syringe upright.

Manufacturer narrative:
(B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 382523 batch#: unknown. It was reported by the customer that the syringe was connected to a stopcock and blood tubing for a stem cell infusion. This set up is intended to be a closed system that prevents loss of the stem cells and allow for manual control of the rate of infusion. During the last bag, the rn noticed that the infusion product had leaked past the black seal of the syringe, so fluid was caught in between the black seal and the next clear plastic seal. This prevented the cells from being administered or retrieved. Additionally 1-2 drops of fluid leaked beyond the clear plastic. This was further prevented by hold the syringe upright.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a0504 - leak / splash.